Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-00517. Patient information was not provided. Device evaluation: the device returned for analysis. The returned motor was functionally tested together along with the returned primary console and flow probe. When the returned motor was connected to the returned primary console, a "motor disconnected" message was displayed on the primary console. Further analysis revealed that the returned motor was responsible for the event. Impedance measurements indicated that there was an intermittent short circuit in one of the motor phase lines. The specific point in time in which this short circuit condition came into existence could not be determined through the evaluation. The suspected cable break could be due to a combination of aging and mechanical stress during handling. Review of the device history records revealed that all three devices were 13 years of age, which exceeds their expected life time of 10 years. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that during extracorporeal membrane oxygenation (ECMO) support, a "motor disconnected" message was displayed on the primary console and pump stoppage occurred. The motor and primary console were exchanged and ECMO support resumed as expected. No additional information was provided.